Manufacturer narrative:
(B)(4). Based on discussion with FDA on (B)(6) 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: no known impact or consequence to patient. Loss of or failure to bond. Actual device evaluated. Wear problem. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2018. Inspection of the unit was performed on (B)(6) 2018 where the quality control inspector found the following: cut on insertion tube at stage 1; prism scratched; hole in # 1 remote control button cover; distal cap - fixed type failed seal integrity inspection; forward body trim collar attaching nut worn/ loose thread; insertion tube root brace cracked; insertion tube scratches at stage 1; elevator body sticking; primary operation channel resistance; down angulation decreased; fluid invasion not observed in control body; fluid invasion not observed in pve connector; umbilical cable single buckled under pve root brace; light carrying bundle distal cover glass middle scratched; customer complaint confirmed; lightguide prong has severe scratch; up/ down control knob/ lever grinding; right/ left control knob grinding; lightguide prong cover glass set scratched. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts replaced: o-rings and seals; air/water tube; deflector operating wire; operation channel; adjusting collar; bending rubber; segment attaching screw; distal case attaching screw; insertion flexible tube; root brace rubber; segment assy attaching screw; staycoil collar; segment staycoil assy imp-c/pb-free; fwd body trim cover attaching nut; rl pulley assy; ud pulley assy; remote control button(1); lcb cover glass set (lens type); lg prong attaching nut; lg prong insulation ring; light guide prong; light guide prong washer imp-1; deflector body link; distal case/cap; o-ring(0.5x1.3).